Event description:
I have been using both the dexcom 6 and dexcom 7 cgm devices for about 4 years I am an insulin-dependent diabetic with a history of life-threatening hypoglycemic episodes, especially at night, and have been taken to the ER multiple times. Since the very beginning, the sensors, which are essential to the function of the cgm, have failed literally dozens of times, and, even when operational, have had to be recalibrated on the receiving device many dozens of times. When these devices are not functioning, I have to use the traditional finger sticks, which I must have at all times, since dexcom devices are not trustworthy. Every time I call dexcom support, I have to repeat my contact information. They never retain emails, do not send email confirmations as promised. Last saturday, february 1, 2025, I called dexcom support, as I had no less than sensors that would not pair with the receiver. This failure rate for a life protecting device is absolutely unacceptable and I do not understand how dexcom gets away with such shoddy manufacturing. If this were any other medical device providing life protection, such as a pacemaker, no doubt that the FDA would be all over this and I am sure that there would be congressional hearings. Enough is enough. Dexcom must be investigated as soon as possible. By the way, I never received the " expedited replacement receiving device promised last saturday nor the 5 replacement sensors also promised I spoke with dexcom 10 minutes ago and they have no idea where the shipment is and basically blame fedex. The agent said he would ensure this was taken care of but I have no reason to believe this will happen. Thank you very much and will really appreciate your assistance and attention in this matter. (B)(6).